Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No unexpected lost sensor, weak signal, low or high sensor alarms anomaly noted. However, unit unable to download unit to carelink pro due to several a47 alarms at the alarm history file. Alarms due to a corrupted history file. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customers current blood glucose level was unknown at the time. Customer also she has a history anomaly, as the device did not log the insulin pump into the device itself, or through care link. Customer also stated having experienced these lows after receiving a new insulin pump. It was determined that the device needs to be replaced. Customer was advised to contact the healthcare provider about the causes of low blood sugar. Customer was advised a replacement insulin pump will be shipped. The insulin pump will be returned for analysis.